Manufacturer narrative:
Additional information: product was returned. The lower jaw was broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with plastic deformation adjacent to the fracture surface and morphology suggested a lateral direction of fracture. The location, direction and amount of force required in order to induce fracture of the jaw was consistent with lateral bend stress overload.

Event description:
It was reported that during an unspecified spinal surgery the micropituitary's tip broke. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.